Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended. (B)(4).

Event description:
The customer reported a break in the insulation of the power cord. No pt injury was reported.